Event description:
It was reported that during lens implantation the haptic tore. The incision was enlarged to remove the lens and another lens of the same model was implanted. Sutures were placed. Reference MDR# 1119279-2014-00177 for the lens used in the event.

Manufacturer narrative:
The device was not returned for evaluation. The lot history review was performed and no nonconformities or anomalies related to this complaint were found. Based on the current info received, a definitive root cause could not be determined.